Event description:
It was reported that during a cardio pulmonary bypass the oxygenator was oxygenating poorly. 24 minutes into the procedure the oxygenator was changed out. The case proceded without further incident. The report indicates that there was no pt injury.